Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 06/23/2020. Investigation conclusion. The customer¿s report that the luer lock separated from the tubing was confirmed due to a separation at the engagement between the tubing to the male luer¿s inlet port. Closer inspection of the separated tubing under magnification observed evidence of insufficient solvent at the end of the tubing during the manufacturing assembly process. A dimensional analysis was performed on the tubing. The outer diameter of the tubing was measured and observed to be within specifications. No functional testing was performed due to a leak that would occur from the separation. Bd/nogales manufacturing facility is aware of insufficient solvent on critical joints. Corrective actions (trackwise CAPA (B)(4) were completed to address potential root causes and an effectiveness check plan for reduction of this issue. Bd/tijuana manufacturing facility is aware of separation issues at the observed component engagements in which a systemic investigation was initiated (dir 10000346184). Bd manufacturing will continue to monitor this failure for an increase in frequency. No lot number was provided by the customer so it is unknown if the set was manufactured prior to the implementation of corrective actions. H3 other text : see h10.

Event description:
It was reported that an unspecified number of gem v/nv 20d 1cv 2ss dehp free experienced spontaneous disconnection. The following information was provided by the initial reporter: it was reported that luer loc disconnected from tubing. The chemotherapy covered tubing was disposed of as hazardous. There were no adverse effects to the patient.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of gem v/nv 20d 1cv 2ss dehp free experienced spontaneous disconnection. The following information was provided by the initial reporter: it was reported that luer loc disconnected from tubing. The chemotherapy covered tubing was disposed of as hazardous. There were no adverse effects to the patient.